Manufacturer narrative:
Lot 8c00853 was manufactured on 15 march 2018, scd packaging line, with a total of (B)(4) units. Complaint investigator performed a batch record review on 28 september 2020, description aquacel scd drs 9x25cm (1x10pk) eur to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. There is no photograph associated with this case and no unused return sample was expected. Based on the investigation findings, process observation, machine verifications, tests and interviews, the investigation concluded that the open seal of aquacel products manufactured at scd haina plant is related due to the following root causes: excess of work in progress (wip) in the packaging station: there is not a continuous flow from rotary table to packaging area, which creates a wip that can potentially cause confusion to operators during the sealing process. Procedure step not followed: the manufacturing operators inadvertently did not inspect the condition of seal of the related pouches with open seal. The investigation associated with root cause event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the package was received unsealed, compromising the sterility of the dressing and rendering it unusable. No photo was provided.